Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report#3006705815-2017-00881. It was reported during the scs trial procedure, the patient experienced cerebrospinal fluid leakage and headache. Blood patch was applied during the procedure. Date of birth is unknown.

Event description:
Device 2 of 2. Reference MFR. Report #3006705815-2017-00881. Additional information received identified blood patch resolved the issue.